Event description:
It was reported that the generator gave an error 6. The customer was not sure when this gave the error 6 and was unable to clear the error. The case was completed with another foot switch. There was no pt consequence.